Event description:
The customer reported communication loss for the central nurse's station (cns).

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was in communication loss. The customer believes that they had a power outage and everything shut down and cameback except 4 teles. The customer located the orgs and rebooted them with the correct ip. After the reboot, the units are no longer in comm loss. There was no patient injury reported. Investigation summary: there were no parts replaced and no evidence of system malfunction. Communication loss communication loss is an error message notifying the user of loss of network communication between the monitoring cns or rns and that of the monitored devices. The message appears on an individual "tile" on the cns, corresponding to the communication loss of that device. The available information reasonably suggests the failure mode is a power outage. Communication loss may occur due to issues with the customer's network environment. Network access point overload may cause an unstable network connection and may cause devices to randomly drop connection. Due to the complex nature of hospital network systems, these issues may recur despite correctly functioning equipment. Manufacturer references # (B)(4). Follow up 001

Event description:
The customer reported that the central nurse's station (cns) was in signal loss with the telemetry transmitters.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was in signal loss with the telemetry transmitters. The customer believed they had a power outage, and everything shut down then came back up except 4 transmitters. The customer located the orgs and rebooted them with the correct ip, which resolved the issue. No patient harm or injury was reported. Investigation summary: the root cause is related to a facility power outage. The org connected to the affected telemetry transmitters was rebooted and the issue of signal loss was resolved. A powered off org unit cannot send data to the cns and would result in a signal loss alert at the cns. It is unlikely that the cause off the power loss is related to a nk device malfunction. Based on the information provided, this event is likely an isolated incident. Comm loss/signal loss is an error message notifying the user of loss of network communication between the monitoring cns or rns and that of the monitored devices. The message appears on an individual "tile" on the cns, corresponding to the communication loss of the monitored device. Other related events that may cause the issue are accidentally turning off the device, or accidentally unplugging the network cable of the monitored device, or user error. For transmitters, if there are transmitters assigned to adjacent channels of the network, there would be radio wave interference, and may cause signal loss. Other devices on the hospital network may also cause interference which could also cause communication or signal loss. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni. Transmitters: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported communication loss for the central nurse's station (cns).

Manufacturer narrative:
The customer reported that the central nurse's station (cns) was in communication loss. The customer believes that they had a power outage and everything shut down and cameback except 4 teles. The customer located the orgs and rebooted them with the correct ip. After the reboot, the units are no longer in comm loss. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.